Event description:
It was reported that the patient had a vns generator revision because he was experiencing painful stimulation. It appears that the neurologist also referred the patient for a vns lead revision based on the painful stimulation however the surgeon stated that he chose not to because the vns system diagnostics were normal and the painful stimulation appeared only to have occurred when the patient's output current was set to 3.0ma. The generator was also reportedly at end of life however based on the known settings, it is unlikely that the generator has reached end of service. The explanted vns generator has been received and is currently undergoing analysis. Attempts for further information have been unsuccessful to date.